Manufacturer narrative:
(B)(4) it was reported that the preface sheath was occluding together with a smart touch catheter upon receipt, the preface sheath (sheath introducer) was visually inspected and a bent was observed 24 cm from distal tip. Vessel dilator was also returned and a bent was observed 27.5 cm from distal tip. Then per the reported event, a dimensional testing was performed over the vessel dilator and sheath introducer and both were within specifications. In addition, the vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. Furthermore, a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally. Irrigation test was also performed with the vessel dilator and no occlusions were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure the preface® guiding sheath was occluding, while using it with the thermocool® smarttouch® catheter. The procedure was successfully completed with the use of a same like product. No adverse patient consequences were reported. Upon request additional information was received stating that the reported issue was a sheath irrigation issue. The catheter and sheath were retracted easily form the patient¿s body.